Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6 d4: attempts have been made to gather all product identification information, and no further information has been provided the reported event could not be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records could not be performed as device identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unknown articular surface. Unknown tibial component. G2: event occurred in south korea g2: literature citation: yang hy, song ek, park cj, bae kh, seon jk. Robotic-assisted total knee arthroplasty improves aseptic survivorship compared to conventional total knee arthroplasty: a minimum 15-year follow-up. Knee surg sports traumatol arthrosc. 2025;1¿12. Https://doi.org/10.1002/ksa.12731. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a journal article that one patient underwent a revision 9 years and 1 month post implantation due to femoral component loosening. Attempts have been made and no additional information has been provided.